Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). The device has been received for eval but it has not yet begun. A f/u report will be submitted with the investigation results.

Event description:
Customer reported that the product was found leaking and the section where the drug is added fell off. The set contains chemo. Customer stated that no further pt/event info is available. There was no report of pt harm or medical intervention being required.